Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a communication problem with the interface module. No other details regarding the event were provided. There were no reported adverse consequences to a pt as a result of this event.